Manufacturer narrative:
Additional information: d5, h6, h11. Correction: b5 and f10/h6: medical device problem codes. B5: air was observed in the set, above and below the pump; the pump alarmed for the air. There were no previous alarms to this event. F10/h6: medical device problem codes - remove a160106 (device alarmed when air was observed; functioned as intended). Remove a1415 (there was no air in the pump). H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a volume accuracy issue during the use of a novum iq large volume pump (lvp). It was also observed that there was air in the line without the device alarming. Air in the line was observed above and below the pump, however, the pump did not alarm. It was further mentioned that the volume to be infused (vtbi) was displaying 50ml, however, the bag was "empty". The drug infusing was ceftriaxone in a 100ml bag with a rate of 200ml/hr. This event occurred during delivery in the pccu department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.